Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. Additionally, no magnet response was received. No intervention was performed. There were no patient consequences.